Manufacturer narrative:
Under user's discretion the device is not available for return to MFR. The investigation is not yet complete; investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that there is dim light source. No patient or procedure involvement. No negative impact in state of health reported.